Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 006705815-2020-31669. It was reported that while replacing the lead at t8-t9 the lead at t10 was damaged by the physician and he decided to replace this lead too. As a result in turn, during the surgery the lead was explanted and replaced. Effective therapy was established postoperatively.